Event description:
Caller reports that during a correlation study the following sensor/aviva results were obtained: 1) 56 mg/dl/42 mg/dl 2) 94 mg/dl/70 mg/dl 3) 51 mg/dl/37 mg/dl 4) 91 mg/dl/66 mg/dl 5) 68 mg/dl/49 mg/dl 6) 89 mg/dl/64 mg/dl 7) 70 mg/dl/50 mg/dl 8) 40 mg/dl/28 mg/dl 9) 40 mg/dl/28 mg/dl 10) 76 mg/dl/53 mg/dl 11) 79 mg/dl/54 mg/dl 12) 72 mg/dl/49 mg/dl 13) 81 mg/dl/55 mg/dl 14) 115 mg/dl/78 mg/dl 15) 80 mg/dl/54 mg/dl 16) 73 mg/dl/49 mg/dl 17) 96 mg/dl/63 mg/dl 18) 59 mg/dl/37 mg/dl 19) 40 mg/dl/24 mg/dl 20) 80 mg/dl/48 mg/dl 21) 36 mg/dl/21 mg/dl 22) 58 mg/dl/33 mg/dl no actions taken based on device result. No adverse event reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
The event occurred in (B) (6). This medwatch report is for the suspect device used in sensor system (lot number and expiration date unknown). (B) (4)